Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for daughter via phone call for cosmetic damage. Blood glucose was unknown. Customer reported cracked entry on the reservoir compartment, customer using tape to help seal it. Customer reported the reservoir is unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and corroded battery tube noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.